Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 6.5cm to 6.9cm and 9.5cm to 10.8cm, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.